Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this pacemaker entered into safety mode during routine follow-up interrogation. It was explanted and replaced on the same day. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.